Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. When tested the device, big noise occurred. Large noise was generated due to the separation(gap) of the pump, and dust was made because of the collision. Also, flow rate was zero when tested the device. Replaced circulation pump. This device was evaluated for functionality per baw2800549 rev0. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, e, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a zero flow rate issue. Per review of wo on 07aug2024, there was no patient involvement. Per follow up information received via email on 19aug2024, they repaired the device on the customer site. The problem was zero flow rate. They replaced a circulation pump, and the problem was resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a zero flow rate issue. Per review of wo on 07aug2024, there was no patient involvement. Per follow up information received via email on 19aug2024, they repaired the device on the customer site. The problem was zero flow rate. They replaced a circulation pump, and the problem was resolved.